Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. It was noted the distal conductor had blood/body fluid (not obstructed), blood/body fluid was on outer tubing overlay, and blood in/on lobe mechanism.

Event description:
It was reported the lead was unable to advance far enough into the branch to deploy. A new lead was implanted successfully. No patient complications were reported as a result of this event.